Event description:
While attempting to defibrillate a female pt, the device's energy level was erratic when the multi-function cable was wiggled. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.